Manufacturer narrative:
Corrected information was provided in b3. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Clinical details report that after the single access technique was done, and bleeding was observed from the peel away sheath's outer hub. Attempts to reposition did not resolve the issue, so the physician continued the procedure. No further details were provided. Product was not returned for investigation. Fluid leak: since insufficient clinical details and product were returned, the cause of the fluid leak could not be determined. Minor bleed: the cause of the injury was not determined due to insufficient clinical details. Introducer kit batch (B)(4) passed all post-sterile inspection checks.

Event description:
It was reported that the impella cp device was placed through the left femoral artery. After doing the single access technique, bleeding was observed from the outer hub of the peel away sheath. 1 unit of packed red blood cells (prbcs) was administered. Attempts were made to reposition, but did not resolve the issue, so the physician continued the procedure. The impella was then initially identified the catheter as a prior-generation device with a gray power cable, causing the prime to abort. Priming was restarted and completed successfully. The pump was then started at p-level 9. Shortly after, the console displayed an impella flow low alarm along with a suction detection error message, which persisted throughout the procedure until the pump flow was reduced. The console was later shut down. The pump was successfully weaned and explanted.